Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was inflated three times at 8 atmospheres for 30 seconds on the first and second inflation. However, the balloon has ruptured during the third pressure increase at 6atm for 5 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning approximately 1mm proximal of the proximal marker band and extending approximately 3mm distal of the proximal marker band. An examination of the marker bands identified no issues. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was inflated three times at 8 atmospheres for 30 seconds on the first and second inflation. However, the balloon has ruptured during the third pressure increase at 6 atm for 5 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.